Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle of bd¿ nexiva was separated from butterfly wings part.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8235504; the lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans. Qn (B)(4) (kinked tubing) and qn (B)(4) (missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans. One photo was submitted for evaluation; which displayed a package top web label and a nexiva 20ga unit in two pieces. Visual evaluation: based on the evaluation of the submitted photo the defect separation adapter from tubing was confirmed. The photo displayed the winged adapter was separated from the extension set. Conclusion: manufacturing ¿ although the unit was not returned for evaluation; given the trend identified by the qda for this defect, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect was created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that a needle of bd¿ nexiva was separated from butterfly wings part.